Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked. Customer was unsure if leak was at the t:lock connection or the patient line. There was no adverse impact to customer's blood glucose level. Reportedly, a cartridge change was performed and insulin delivery was resumed.